Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("malposition of essure device location of device: right side, migration of essure device location of device: right side"), the second episode of device dislocation ("foreign object in the pelvis"), pelvic pain ("pelvic pain / pain/right side pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)/ other injury or complications: large clots") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "when she did the first essure procedure she lost one, so she had to put another one in me / I had two essure coils on the same side" in 2003. The patient's previously administered products included for an unreported indication: yasmin. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopy, right salpingectomy on (B)(6) 2005), surgery (total hysterectomy with unilateral salpingectomy on (B)(6) 2009), surgery (total hysterectomy), surgery (endometrial ablation) and surgery (endometrial ablation on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: insertion details (from mr): the procedure started with cannulization of right tube. There was difficulty in cannulization because of the curve and laterality of the tube. The device was deployed however and an attempted was made to advance the inner catheter. The device was deployed however it did not appear as though any of the coils were seen and was probably very lateral placement. It was decided to do the left side and the left side was cannulated without any difficulty. There was only 1 coil after placement of this device, on the right side again this tube was cannulated with another device. On the right side with the second insertion there were 7 coils remaining after the procedure. The patient tolerated the procedure well and was transferred to the recovery room in good condition. Diagnostic results: from mr: foreign object in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation (confirming device dislocation), pelvic pain, menorrhagia, intentional device use issue. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events added per pfs: abnormal bleeding(vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), malposition of essure device location of device: right side / migration of essure device location of device: right side, intentional device use issue. Event added per mr: foreign object in the pelvis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.